Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/10/2024. An investigation was conducted on 06/25/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. A lot history record review was completed for lots 3000393426, 3000393507, 3000382876, the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for lots 3000393426 & 3000393507. The lot # 3000382876 history record review was completed. There was rework and deviations documented for the reported lot number. There was one (01) ncmr identified which has no relation between the batch manufacturing process and the reported failure. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 would not flow through the blunt tip trocar. An accessory kit was used and the case was completed without further incident. There was a case delay. No adverse events were reported.